Event description:
According to the resident-on-call, this 35-yer-old pt, post-op a laminectomy was receiving morphine via the pca pump. At approx 4:20 am, he was found unarousable, with shallow respirations and increasing cyanosis. It appears that the pt received a total dose of 215 mg of morphine over a 5 hour period. A code was called, narcan was given and the pt was transferred to the ICU in stable condition.